Event description:
The healthcare professional reported that an uneven stromal bed with steep cornea greater than forty six diopter in cornea and high cylinder while creating flap in the unknown eye of a patient, during cataract surgery. There are multiple related reports for this event. This report addresses the unknown patient and unknown eye and other manufacturer reports will be filed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site # 2028159). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A non-conformance-based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. The company representative was unable to confirm nor replicate anything that would have contributed to the reported event. The system was tested and found to meet product specifications. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).